Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's battery split open inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the customer's report was verified. The device was recertified and returned to the customer. It was determined that the batteries used at the time of the report were (B)(6) batteries. These batteries are not recommened for use with the zoll AED plus devices. Zoll has validated and recommends using (B)(6) batteries with the zoll AED plus device. This report has been closed as user error. Analysis of reports of this type has not identified an increase in trend.